Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/30/2023. Additional information was requested, the following was obtained: - did the needle fall into the patient? No. - does a piece of the needle remain in the patient¿s tissue? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-01559, 2210968-2023-01558.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Does a piece of the needle remain in the patient¿s tissue? If yes, are any plans in place to remove the needle piece in future? What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Note: related events reported via: 2210968-2023-01558.

Event description:
It was reported that a patient underwent a carotid endarterectomy procedure on (B)(6) 2023 and suture was used. During the procedure, that while closing up the artery, the surgeon stated that the needle broke off. This happen while going through a thin tissue after the plaque was removed. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Additional information was requested.